Manufacturer narrative:
Philips service performed a reboot and suggested the customer replace the host pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc intermittently failed to boot, and a reboot temporarily resolved the issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.